Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was severed, damaging wires in the cable. The root cause for the severed cable was excessive force. There is no indication that the device malfunction caused or contributed to an adverse event as the device was able to detect and treat vt rhythm.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.